Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and after receiving low battery alerts/alarm, pump shut off. The customer¿s blood glucose was within range (value not provided). Upon follow up, customer charges pump battery daily and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Upon follow up, customer was no longer experiencing rapid battery depletion issues.